Event description:
As reported by the registry, approximately five months after a precise stent was implanted in the ostium of the pt's right internal carotid artery, the pt expired due to a stroke. The info was received from a family member. It was reported that the pt had a stroke prior to the index procedure and experienced another stroke after the 30-day follow-up visit. No add'l info was provided. At the time of the index procedure, angiography revealed 93% stenosis in the ostium of her right internal carotis artery. The lesion was described as 16.5 mm in length, concentric, severely calcified, and ulcerated. The reference vessel was severely tortuous and 4.1mm in diameter. The pt's pre-procedure nih score was 4. An angioguard rx with a 4 mm basket was deployed beyond the target lesion and the lesion was pre-dilated. A 6.0 x 30mm precise pro rx was implanted at the target lesion. The angioguard was successfully retrieved, and no debris was observed in the basket. The pt's post-procedure nih score remained unchanged from baseline and the pt left the angiography suite without neurological deficit. Approximately four hours after the index procedure, the pt's ck level was 223 (uln 135) and the ck-mb was 9.0 (uln 4.0). Approximately nine hours after the index procedure, the ck level was 323 and the ck-mb was 12.4 the pt was discharged the day following the procedure with no adverse events reported. Discharge medications included clopidogrel.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.